Event description:
It was reported that the 9800 system lock not holding. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lock was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.